Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. The investigation is in progress. The sample as received by a company rep and is in transit to mfg site for investigation. (B)(4).

Event description:
A surgeon reported that the anterior chamber was unstable during surgery. The surgeon changed the mode to other surgeons' mode and the anterior chamber continued to be unstable. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt. No further info is expected for this case.